Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated and embeddded into my uterus') and endometrial ablation ('I had also had teo ablations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion ("essure coil had migrated and embeddded into my uterus") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(uterus was removed)). Essure was removed. At the time of the report, the embedded device, endometrial ablation, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, endometrial ablation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: embedded device, endometrial ablation, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated and embedded into my uterus') and endometrial ablation ('I had also had teo ablations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and device expulsion ("essure coil had migrated and embedded into my uterus") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(uterus was removed)). Essure was removed. At the time of the report, the embedded device, endometrial ablation, pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, endometrial ablation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: embedded device, endometrial ablation, pelvic pain female. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.